Event description:
It was reported that following the implant of the implantable pulse generator (ipg) system a pneumothorax occurred. It was unknown which lead caused the pneumothorax. The leads remained in use. No additional details were provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).